Manufacturer narrative:
Due to the discrepancy between the results of two samples from the same patient, customer repeated testing for both samples and a pos result was confirmed. Same mts a/b/d/ mono and reverse card lot # 082616037-20 exp 21july 2017 was used for original and repeat testing. Customer made an observation that the cells for the original testing were not at the proper suspension. The investigation determined that the most likely root cause of this event was sample preparation/ operator error related.

Event description:
Customer reported a false negative reaction with one patient using the mts a/b/d/ mono and reverse card lot # 082616037-20 exp 21july 2017 in manual gel method. According to customer, the patient has no previous history of abd typing and the patient is pregnant. Customer tested patient sample on (B)(6) 2017, result was group a, rh negative. The patient returned the next day, a new sample was sent to lab to be tested, result was group a, rh positive grade 4+. Customer repeated both samples (old and the new) and both results were group a rh positive. Customer indicated that when looking visually at the gel card from the first sample (first test), the red cells button looks thick and dark like if the patient red cell suspension were between 3 to 5%, however comparing with the repeat testing of the same sample, the red cell buttons look bright red more like from a 0.8% red cell suspension. Customer thinks the patient rbc suspension used to run the first test was not properly prepared.